Manufacturer narrative:
Follow-up # 1 date of submission 12/22/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. During testing, the pump performed the rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues occurring. The pump performed a 10 unit normal bolus and a 10 unit audio bolus successfully. Each bolus was accurately recorded in the pump history. There were no bolus deliveries recorded in the pump history that the investigator did not program. There was no evidence of hypersensitive keypad buttons during testing. The complaint that the pump was programming and delivering boluses without user intervention was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that there were boluses in the pump's bolus history that the user did not program into the pump. It was reported that the boluses were delivered but did not affect the users blood glucose levels. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.